Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During implant of impella cp, while advancing into descending aorta, the 0.018" came out of the left ventricle. Wire and catheter were pulled out of 14fr sheath. Attempt was made to backload .018" wire back onto impella catheter unsuccessfully. Per staff, complaint wire was unable to exit window of outlet after multiple attempts. Md made decision to open new pump as patient was decompensating and was hemodynamically unstable.

Manufacturer narrative:
The investigation into the into the delivery issues- use has been completed since the original report was filed. The device was returned and evaluated. No issues were found on the pump. Gw & red lumen were not returned for review. Based on clinical description & pump analysis, the root cause of delivery issue was most likely due to use issue.